Event description:
On 9/18/96, pt had ptca procedure left circumflex artery. Findings-restenosis left circumflex. Ptca with 3.0 balloon. Unable to pass stent system to lesion mid-circumflex after initial ptca. Stent system removed over wire and out of body. Stent not on end of balloon; believed to be in proximal circumflex. High pressure balloon inserted after guide removed and new guide inserted. (Lost stent in proximal left circumflex-had to crush stent with high pressure balloon in proximal left circflex). Pt anticoagulated. Physicians were concerned of the positioning of the stent; stent possibly in the circumflex and/or left main coronary artery. Asked surgeon to consider coronary artery by pass graft surgery which was carried out on 9/20/96.